Manufacturer narrative:
Concomitant: tube 3pk dia 5mm 310mm (B)(4); qty: 1; lot: 140203; manufactured: february 2014; 510k: k993655. Scissors insert 3pk 310mm (B)(4); qty: 2; lot: 131201; manufactured: december 2013; 510k: k993655. Scissors insert 3pk 310mm ((B)(4)); qty: 3; lot: 140101; manufactured: january 2014; 510k: k99365. (B)(4): in response to medtronic¿s request for device return, a total of 8 devices were returned to the manufacturer for evaluation and repair (detailed as follows): (B)(4) (quantity 1) ¿ the tube is broken near the thread on the proximal part of the instrument. A dimensional check determined that it is compliant with the manufacturing specifications. No manufacturing of material defect was found. (B)(4) (quantity 2) ¿ one of the sheaths is broken at one end. The other sheath shows burn traces at one end. (B)(4) (quantity 5) ¿ the scissor blades are blunt and need sharpening. (B)(4)

Event description:
Two 5mm 310mm diameter sheaths were returned to medtronic and upon evaluation, burn traces were observed at the end of one of the two sheaths. There was no patient impact. No other information is available.